Event description:
Three months ago, pt had a percutaneous endoscopic gastrostomy tube placed. This tube is a corflo-max peg tube, size 12 fr. The tube is designed to be traction-removable. The device was placed uneventfully and she has used the tube without problems. Today, the pt returned for scheduled replacement of the peg tube with a skin-level device. The tube connector was removed, per MFR's instructions, to enable the interior bolster to deflate during traction removal. Firm steady traction was placed on the tube. Instead of coming out, the 12-fr tube broke off about 4 mm above the bolster, leaving the disc-shaped bolster loose inside the stomach. Fortunately, we were able to safely remove the bolster from the stomach using an endoscope and a roth net. No adverse consequences to the pt occurred.